Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia after dinner while using the ilet, noting that dinner boluses were lower than lunch boluses despite larger dinners and that the system subsequently reduced glucose levels without the need for backup therapy. Symptoms included feeling sick and tired. Outcomes included no need for external assistance, no ketone testing, no medical intervention, and no hospitalization. Investigation included complaint intake and troubleshooting with education on device operation and glycemic management. Investigation of this case revealed no device alerts or alarms beyond high glucose notifications and no device malfunction identified, with the device continuing to correct glucose postprandially. It was concluded, based on previously established findings for similar reports, that the cause was unclear.